Manufacturer narrative:
This is the first vb fracture following an intracept basal vertebral nerve ablation procedure that was not directly attributable to underlying pt condition.

Event description:
(B)(6) male patient with long history of low back pain underwent uncomplicated l3 and l4 intracept procedure on (B)(6) 2018 for presumed vertebrogenic pain. The patient had no history of osteoporosis and there was no clinical suspicion of bone fragility. Per the treating physician, the patient failed to improve post-procedure and had slight worsening of his usual baseline pain. Patient continued to be able to perform adls, including working full time without any medications. The lack of improvement led the physician to perform MRI of the lumbosacral spine on (B)(6) 2018, showing new l4 superior endplate fracture. There was no loss of vertebral body height and no evidence of neural impingement or spinal canal compromise. The rf ablation zone did not appear to overlap with the endplate. The patient underwent uncomplicated vertebral kyphoplasty on (B)(6) 2018 with resolution of pain.